Manufacturer narrative:
Additional information: patient notes that included fluoroscopic images and vascular dimensions were provided and reviewed. The information was consistent with the complaint, the initial injury to the patient, and the patient cause of death. The reviewed content did not contain information or images that conflicted with the complaint description. The definitive cause of the event could not be determined.

Manufacturer narrative:
The lot number was provided. The manufacturing records were reviewed. All inspection values were within specification and there were no ncr's or deviations. The device was not returned for evaluation; therefore, an analysis could not be conducted. The root cause cannot be determined.

Event description:
It was reported that the patient underwent elective coiling of an anterior communication artery (acom) and basilar tip aneurysm. A web device was placed for the basilar tip aneurysm; however, this migrated which caused a brainstem stroke. The patient was taken to interventional radiology, however, the patient passed away following a subarachnoid hemorrhage and mid-brain infarcts.